Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of nodules, erythema, edema, "white lip," inflammation, and granulomas are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, dryness. C. Postmarket surveillance the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected with 2.2 cc's of juvéderm volbella® xc. Patient noticed within a week post treatment that they had a very small lump but they attributed it to inflammation. Patient presented to the emergency department twice with these complaints and both visits patient was put on a medrol dose pack with temporary relief. Both times, within hours of the last dose of the steroid, symptoms resumed. Patient additionally had allergist visits for a recommendation of care and the allergist's impression was that dust mites is the trigger. The next day after patient's second dose of the steroid patient was reviewed by the clinic with 5 noticeable subdermal nodules ranging from 0.5cm-1cm in diameter, moderate edema, and erythema on left upper lip and white lip. Patient was injected with hyaluronidase into upper lip and lower left oral commissure. Post hyaluronidase the nodules appear smaller but the inflammation has returned. Patient has minimal improvement and was instructed to start on broad spectrum antibiotics and will return for steroid injections directly into the granulomas.